Manufacturer narrative:
Product ID 37601 lot# serial# (B)(4) implanted: explanted: product type implantable neurostimulator section d information references the main component of the system and other applicable components are: product ID 3708660 lot# serial# (B)(4) implanted: (B)(6) 2013 explanted: product type extension product ID 37085-60 lot# serial# (B)(6) implanted: (B)(6) 2013 explanted: product type extension section d: updated device info. If information is provided in the future, a supplemental report will be issued.

Event description:
An hcp later reported that the patient had sudden shocking behind the ear at the lead/extension site for a few months. The manufacturer representative (rep) later reported that the patient feels there is a loss of therapy. The patient¿s disease is progressing quickly and there may be another new disease. The impedances were still normal and shocking sensation is less when stimulation is turned down. It was also noted that the patient seemed to complain about shocking since an unrelated procedure in 2013. It was previously reported the shocking started a few months ago, so the timeline is not clear. The patient reportedly had massive arm pain on (B)(4) after falling and hurting their arm and had an orthopedic scan at the time. The patient was scheduled for surgery a week after this report. Refer to manufacturer report #3004209178-2017-16357 for details pertaining to the reportable related event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The rep later reported there was a possible revision occurring. An impedance check of the lead on its own was going to be performed. Impedances were tested in various positions but nothing stood out. It was noted that the issue was not position-related. It was previously reported that the shocking occurs more while the patient is lying down, so it's unclear if position is a factor or not.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3389s-40, lot# v427154, implanted: (B)(6) 2010, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating the patient's extensions were replaced on (B)(6) and they were still getting shocking at the lead/extension connection site. The patient was also getting contractions in the arm, causing aggravation in the right arm. The right side impedances were all regular, the left side was irregular at 0.7 volts and normalized at 3 volts. The impedances during surgery with the twistlock on the lead at 3 volts were: 0<(>&<)>1 5474 ohms 0<(>&<)>2 4053 0<(>&<)>3 4031 1<(>&<)>2 3595 1<(>&<)>3 3771 2<(>&<)>3 2210 the patient was also having shocking sensations behind their ear after the replacement. The hcp theorized the issue was with the lead.

Manufacturer narrative:
Other applicable components are: product ID: 37085-60, lot#: serial#: (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2013, product type: extension.

Event description:
A patient implanted with a neurostimulator (ins) for parkinson's dual reported via a manufacturer representative (rep) that they had been experiencing shocking at certain amplitudes. It was noted this is especially noticed while lying down. The neurologist thought the patient might have dystonia now in addition to their parkinson¿s, which could be contributing to on and off time and patient comfort. All impedances were reportedly normal despite testing in a variety of positions and palpating leads and extensions. The patient¿s medication has not been managed well. Their healthcare professional (hcp) has been testing different settings and optimizing medication and the patient has seemed to improve slightly. The patient is reportedly adamant about surgical intervention to replace the extensions. There was no plan for surgical intervention to resolve the issue at the time of this report. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 37085-60, (B)(4), implanted: (B)(6) 2013, product type: extension, product ID: 3708660, (B)(6), implanted: (B)(4) 2013, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Updated serial number of the ins. The previous ins serial number added was not the device related to the shocking issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp indicating there was a wire irregularity in the lead. The patient was scheduled for electrode removal and re-implantation. The issue had not yet been resolved.